Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juet8006 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that statlock bard fixing device in polyester mesh does not adequately adhere to patients' skin, requiring frequent exchange, different from the material previously offered by the company (it was not mesh). No other information was provided.